Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable, pump won't alarm and exhibited air in line. No patient consequences were reported. No adverse effects were reported.